Event description:
Patient say remodulin was leaking from the spike. She said vial may have fell on the side. I told her to keep vial upright. She did not have any lot numbers available. No other information available. Reported to (B)(6) by: patient/caregiver.